Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device developed a small crack on the screen and subsequently became unresponsive to touch, after which the user transitioned to backup therapy and reported no effect on blood glucose. Symptoms included none reported. Outcomes included a temporary interruption of normal device use without clinical impact. Investigation included remote troubleshooting and user education. Investigation of this device revealed a damaged display assembly consistent with screen breakage leading to loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen.